Manufacturer narrative:
Concomitant medical products: truliant tib imp ps insert sz 6 12mm (cat# 02-022-35-6012 / serial# (B)(4)). Logic stem ext 14mm x 25mm (cat# 02-012-60-1425 / serial# (B)(4)). Truliant ps cem fem ps cem left sz 6 (cat# 02-020-11-0260 / serial# (B)(4)). Truliant tib fit tray cem sz 6f / 5t (cat# 02-022-45-6050 / serial# (B)(4)). Tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by legal team, this male patient had a knee replacement surgery last year. Patient has developed serious symptoms since then, including pain, persistent swelling, and the knee ¿clicking.¿ his mobility is not good and it¿s very painful to walk. Patient received the recall letter and actually felt relieved because he¿s hoping that it shows there¿s a clear answer to his issues. Patient has no schedule revision at this time. No additional information available.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as reported by legal team, this male patient had a knee replacement surgery last year. Patient has developed serious symptoms since then, including pain, persistent swelling, and the knee ¿clicking.¿ his mobility is not good and it¿s very painful to walk. Patient received the recall letter and actually felt relieved because he¿s hoping that it shows there¿s a clear answer to his issues. Patient has no scheduled revision currently. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.

Manufacturer narrative:
If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.